Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in the lower torso and legs during an impedance check performed at initial programming of the evoke closed loop stimulator (cls). Impedances were observed to be elevated during the impedance check. An x-ray was performed with no device issues identified. Electrocautery usage was confirmed during the permanent implant procedure which may have damaged the cls. A revision procedure was performed to replace the cls and resolve the reported event.